Manufacturer narrative:
Concomitant medical product: model 3169 pns lead. Therapy date unknow.

Event description:
Reference MFR. Report number: 1627487-2019-04582. It was reported that the patient¿s right supra orbital lead was protruding thru the skin. As, a result, system was explanted. It is unknown which lead is liable so both supra orbital leads are reported.